Event description:
The pt reportedly experienced sound quality issues and decreased performance with use of the cochlear implant. Extensive programming changes were made, and external equipment has been exchanged. However, this issue has not been resolved. Device revision surgery has been scheduled.